Event description:
It was reported that "a few" deep brain stimulation systems in or around the goshen, indiana area were "shutting themselves off". Additional information has been requested, but was not available as of the date of this report.